Event description:
It was reported that the vns patient has been experiencing severe dyspnea during stimulation. The physician tried different settings to help alleviate patient's dyspnea but was unsuccessful. Therefore, the physician decided to turn the device off by programming the output current to 0ma. Device disablement was intended to be permanent as of 2008. The patient's medication was changed to help with the seizures instead of vns therapy. No malfunction with the device is suspected.